Event description:
St. Jude defibrillator / pacemaker did not go off (2 times). Date of death (B)(6) 2019 (116 days). Dates of use: (B)(6) 2019. Diagnosis or reason for use: heart failure. Husband flatline in (B)(6) 2019, pacemaker / def did not go off (at (B)(6) hosp) in (B)(6). Husband died on (B)(6) 2019, pacemaker / def did not go off again. ((B)(6) hosp) in (B)(6).